Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue. Patient denied receiving therapetic shock. Patient reported that they were bending over and the patient felt a little dizzy at the time when they heard "preparing to shock alert", but is adamant that they did not receive a therapeutic shock. Review of device event log indicates shock delivered episode. Patient agreed to go to the hospital to get checked up. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The initial medical device report was filed preemptively prior to the medical professional evaluation. The device has been returned and the device episode log evidence indicates wcd detected a shockable rhythm appropriately. Will continue to trend for future occurrences.